Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced low blood glucose in the 40s mg/dl all afternoon which was treated with glucose tabs and fruit. The customer was on steroids and blood glucose reading was 173 mg/dl before the reading dropped. Blood glucose level at the time of the call was 121 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.